Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7071944 / 7071973.